Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line which was not reproduced. A review of the event history log identified multiple air in line alarms. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of calibration and unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. The device has been serviced within the last 12 months for the same issue. The ultrasonic sensor was replaced during prior servicing and all service actions were completed during prior service return. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.